Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of edema: 6. Adverse events a. Clinical evaluation of juvéderm® ultra plus xc ¿ the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus¿ xc in the lips. About 5 weeks later, the patient called the healthcare professional reporting that they had swollen lips. Patient was reviewed the next day and had presented with large swollen lips. It was noted that the top and bottom lips were swollen with extreme swelling. The healthcare professional could not palpate any nodules but skin was shiny, firm and appeared stretched. Patient was treated with hyaluronidase and prescribed keflex, prednisone and benadryl. Symptoms have resolved..